Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Post-operatively, the patient developed a hematoma around the chest wall. The patient received a transfusion of 3 units of blood and 2 units of ffp. The surgeon does not believe the plasmablade device contributed to the injury, however could not rule it out completely.